Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: according to the information received, it was reported that the patient got infected. A picture was sent to ethicon for evaluation. A visual inspection was conducted. Visual analysis of the image revealed that it was received one sample that pertain to product code pmm1. The picture was visually inspected and compared with the graphics within the internal system, product code pmm1, and lot v0003. Upon visual inspection, multiple discrepancies were identified on the labeling, for example missing information and incorrect mfg. Llc. Number. In addition, the information printed was placed in the wrong location. Besides that, the product artwork writing style and font type did not match the information on file. Based on the photo received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. H6 investigation findings: c22 - photo analysis.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and mesh was implanted. The patient got infected. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Please describe any surgical intervention performed including date and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Attempts are being made to obtain the availability of the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.